Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had back flow. The following information was received by the initial reporter with the verbatim: clinician experienced: device failure and remains of coagulated blood. After transfusing two red cell concentrates through the connector, it did not come out clean despite flushing it with saline several times. Not a big problem, but it led to the nursing team eventually removing the connector and expending a new one. No interruption of therapy.